Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed a invalid syringe size. The cause of the reported issue was damaged interconnect board. The interconnect board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to broken capacitor on the interconnect board. Upon physical inspection, an invalid syringe size error, this is a high priority alarm and is a reportable malfunction identified. The event occurred during testing. There was no patient involvement, no patient injury was reported.